Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable was unable to fit into the usb port of the pump, despite trying multiple cables resulting in being unable to charge the pump. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to an alternate pump for insulin therapy.